Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 failed to open. A field service engineer inspected the rear of the drawer components, reseated all cable connections. Fse installed the failed drawer in the auxiliary chassis, reconnected the pixie bus cable and restarted the station. After the application completed launching, escort logged in and confirmed that the previously failed storage space is no longer displayed and accessed multiple medication located in the previously failed storage space without any problem. Proactive inspection process was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4.1 was not open and maintenance required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.